Event description:
It was reported that the pacing lead impedance measurement had increased for all three implanted leads and the high voltage lead impedance as well. Noise was observed on the ventricular channel. The device delivered multiple inappropriate shocks in the vf zone and aborted shocks. X-ray taken was inconclusive. During explant, no lead issues were noted. All three leads tested fine. The device was explanted and replaced and the leads remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported oversensing, high impedance, and inappropriate shocks were confirmed after review of the device data and in-lab tests. The root cause of the reported anomalies was traced to an anomalous component within the hybrid subassembly.